Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited low out of range pacing impedance measurements. It was indicated the patient was pacemaker dependent and had noted more than 2.5 seconds in pacing inhibition. The patient has other medical conditions and if the patient's condition stabilizes a lead revision will be considered. No adverse patient effects were reported.